Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that vitrectomy cutter will not cut properly so the cut rate was slowed down to 10.000 cuts per minute (cpm) and then 5.000 cpm and 3000 cpm but still did not cut perfectly during the vitrectomy surgery. The surgery completed on the same day but replacement details were unknown. There was no information about patient impact.